Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted. Post-procedure, the patient experienced a small 2mm pericardial effusion. No intervention was required and the patient was discharged as normal.